Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced blood glucose (bg) levels in the 70-400 mg/dl range. Reportedly, the customer is still working with their health care professional on adjusting pump settings. Customer delivered a bolus to bring bg levels back to target range.